Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the shaft was porous. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was selected for use. During unpacking, it was noted that the inner and outer shaft have been porous. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was tightly folded. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. Microscopic and tactile inspection found no irregularities or damage to the inner and outer shaft. Function testing was performed by attaching an inflation device filled with water to the hub of the complaint device. When pressure was applied, the balloon inflated and held pressure for 5 minutes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the shaft was porous. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was selected for use. During unpacking, it was noted that the inner and outer shaft have been porous. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.